Event description:
It was reported that the lead was explanted and replaced due to low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found clavicle crush damage located at 29.3cm to 30.3cm from connector pin. One of the cable was abraded and directly in contact with inner coil in this same area. This damage could cause the reported low impedance.